Manufacturer narrative:
B5: upon follow up, the peritonitis event was also manifested by abdominal pain. Seven days after the event onset, the patient was hospitalized for the event. The patient was treated with ancef, fortaz and vancomycin (doses, routes and frequencies were not reported) for peritonitis. On an unknown date, the patient was recovered from cloudy effluent and abdominal pain and it is unknown if the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy bag. The cause of the event was unknown. It was reported that the patient was hospitalized for the event (reported as "last month". The patient was treated with vancomycin (dose, route, frequency and duration were not reported) for peritonitis. On an unknown date "last week", the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.